Event description:
Per user facility medwatch form,(B)(4), during a colon resection procedure, the device failed to fire staples. There was no patient consequence.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).